Manufacturer narrative:
Unit came in with critical pump error alarm (open book). Unable to lock into p-cap properly during testing. Successfully utilized thump to download history files and traces. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using pump detailed trace it recorded pump error 63 (variable 15, file= 2017 and line=147) consecutively three times on 03/09/2024 from 19:23:58 to 19:24:12. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the twi interface or ad5161 chip. Isolate to electronic assemblies. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset not within specification 0 mv. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, keypad overlay texture damage, keypad overlay peeling, stained keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube) and scratched case. In conclusion, customer concern for critical pump error/open book image was confirmed due to pump error 63. Pump error 63 was confirmed due to hardware issue. Isolate to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received open book image on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.